Event description:
It was reported, the basket wire and tip of the single use mechanical lithotriptor had fell off. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There was a delay of 15 minutes, and the patient was under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: a2, a3, a4, a6, b5, h3, h4 (the subject device was manufactured in september 2023) and h6. Correction on field: e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported event occurred because excessive force caused the guide wire tip to tear and detach when the device was inserted into the endoscope at a large angle. The event can be detected/prevented by following the instructions for use (IFU): -when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was not completed. They were unable to remove all stones, so the patient is going to another facility for further removal. No medical intervention was required as a result of the issue. There were no reports of any missed critical diagnosis, delay of critical treatment, or that the procedure was being done emergently/urgently. The event was not life-threatening the delay before cancellation was not extensive, there was no permanent impairment reported, and the issue did not necessitate a medical or surgical intervention.